Event description:
It was reported that the pt experienced a return of spasticity which required that the pt be treated with oral baclofen. A catheter access port study was done and they were unable to withdraw cerebrospinal fluid. No movement of dye was seen in the catheter during an indium study. The pt went to the operating room in 2008 for exploration. No gross anomaly in the catheter was noted; the catheter was connected to the pump. The catheter was replaced and intrathecal baclofen therapy was restarted. The surgeon felt that the catheter may have migrated from the intrathecal space secondary to spasms that this pt has which contorts his body or that the catheter may have occluded. The pt recovered without sequelae.